Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a visual inspection of the pump revealed corrosion in the battery compartment. There were multiple cracks in the battery compartment observed. The battery cap was not returned; a test cap was able to attach securely to the pump. During testing, the pump did not power on. The pump was found to be unresponsive with no vibration or audible tone function. The display was blank. The attempt to download the black box data and pump history was unsuccessful. A leak test was performed and a battery compartment leak was found. The pump case cover was removed and moisture ingress was found to the power circuit.